Event description:
Healthcare professional reported left side "grade IV capsular contracture, patient complaining of severe pain", "late seroma", "radial folds", "breast tissue with moderate chronic inflammation." Device was explanted. Tried treatment with montelair 10 mg for 60 days, without success. 50 ml of late seroma was collected during the explantation procedure.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/may/2024. Additional, changed, and/or corrected data: d9.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast, seroma-late-breast, crease/folding of implant-breast and local reaction-breast was requested on (B)(6) 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Crease/folding of implant-breast: not observed. Local reaction-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "grade IV capsular contracture, patient complaining of severe pain", "late seroma", "radial folds", "breast tissue with moderate chronic inflammation." Device was explanted. Tried treatment with montelair 10 mg for 60 days, without success. 50 ml of late seroma was collected during the explantation procedure.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, seroma-late.

Event description:
Healthcare professional reported left side "grade IV capsular contracture, patient complaining of severe pain", "late seroma", "radial folds", "breast tissue with moderate chronic inflammation." Device was explanted. Tried treatment with montelair 10 mg for 60 days, without success. 50 ml of late seroma was collected during the explantation procedure.